Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons had been intermittently unresponsive for the past month, and then on (B)(6) 2012 the patient fell off a bicycle and the keypad was almost completely torn off of the pump and now the ok, up arrow, and down arrow keypad buttons are completely unresponsive. The reporter noted that the keypad is "just hanging on by a thread." The reporter confirmed that prior to the patient falling off the bicycle, the keypad had been intact. There was no reported patient impact associated with this complaint. The user stated that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because the reporter alleged that there were keypad button responsiveness issues prior to the damage.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.